Event description:
It was reported that the gastrointestinal videoscope had no image. The event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely that corrosion on the electrical connector caused the image to not display. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.